Manufacturer narrative:
The product was not returned to the manufacturer. Therefore an evaluation of the screws was not possible. A review of the manufacturing records was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany timesh products stat that the product is provided non-sterile and must be cleaned and sterilized before use. The instructions for use also caution that the implant "is not intended to be the sole means of support. No such implant can withstand body loads without the support of bone. In this event, bending, loosening, disassembly, and/or breakage of the implants will eventually occur".

Event description:
It was reported to medtronic neurosurgery that the pt's timesh screws and plate, which were implanted (B)(6) 2012 during a cranial closure procedure, have begun to protrude into their skin. According to the report, the pt has experienced some inflammation and soreness at the site. It was indicated in the report that the physician was to follow up with the pt, and that they will make a decision as to whether or not the product needs to be explanted at that time.